Event description:
Device report from gmbh reports an event in italy as follows: patient was implanted with lcp-df plate and screws on (B)(6) 2012 for a femoral fracture. The plate broke in situ post-operatively. The breakage was in correspondence of the central hole and the consequence was the extension of the disease state of the patient. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.